Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for one (1) insertion handle for proximal femoral nail.

Event description:
Device report from synthes reports an event in united kingdom as follows: it was reported that on (B)(6) 2019, a proximal femoral nail insertion was performed with proximal femoral nail antirotation (pfna) system for femoral fracture. During the procedure, the insertion handle got broke and when inserting the pfna nail, an insertion handle got stuck into the insertion guide and unable to detach from the nail. Thus, the nail had to be removed and a different nail inserted with a new instrument set. The procedure was successfully completed with a slight delay of an unknown number minutes. There was no harm to the patient. This report is for one (1) insertion coupler for proximal femoral nail insertion handle this is report 1 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during an insertion of a proximal femoral nail antirotation (pfna) nail on (B)(6) 2019, an insertion handle broke and got stuck into an insertion guide; it was unable to detach from the nail. The nail had to be removed and a different nail was inserted with a new instrument set. The procedure was successfully completed with a slight delay. There was no harm to the patient. This report is for an insertion handle for pfna. This is report 1 of 2 for (B)(4).